Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) displayed an elective replacement indicator (eri). Three months prior, the device was at beginning of life (bol) with a charge time of 15.6 seconds and a monitoring voltage of 2.85v. Currently, the charge time is 24.6 seconds with a monitoring voltage of 2.68v. Boston scientific received subsequent information that the device declared end of life (eol) with a charge time of 33.3 seconds and a monitoring voltage of 2.65v one month after eri was declared. This device is part of the avt latching population (6/17/2005).